Manufacturer narrative:
This MDR is being filed to add additional product configurations to an MDR previously filed on the brilliance CT 64 slice configuration (reference MDR 1525965-2007-00006). Additional investigation has determined that the issue impacts the CT subsystem of the gemini tf 64 pet/CT systems as well. No occurrences of this event have been reported on gemini tf 64 systems in the field. We took action to advise the installed base of this matter and we will update the customer's systems to mitigate this issue. Please reference the above mentioned c&r report for additional information.

Event description:
This is a report of a known detectable artifact. The patient was initially diagnosed with a potential brain bleed. The patient was kept overnight and then reevaluated the next day. The initial diagnosis was ruled out. The patient was not treated and was released.